Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok and arrow buttons were intermittently unresponsive, and it was gradually getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/14/2013 with the following findings: no damage was observed to the pump keypad. During testing, all keypad buttons were intermittently unresponsive and required multiple hard presses to engage. The keypad cover was removed and contamination was found under all key contacts.